Event description:
Updated event description: concomitant device reported: screw remover, broken (part# rs2013543, lot# 833580d16, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H10 additional narrative: updated data: b5, d4, h4. Corrected data: d10, g1, h3, h6. Investigation summary: visual inspection: the xpdm quick-con si poly scwdrvr (part #: 279712400, lot #: mi79337) was received at us customer quality (cq). Upon visual inspection, the distal tip of the device was broken off and was not returned with the device. No other issue was identified. Device failure/defect identified? Yes. Dimensional inspection: no dimension inspection was performed due to post-manufacturing damage. Document/specification review: the following current and manufacturing drawings were reviewed expedium quick connect si polyaxial screwdriver; expedium quick connect si polyaxial screwdriver, front sleeve; expedium quick connect si polyaxial screwdriver, back sleeve; expedium quick connect si polyaxial screwdriver, spring; expedium quick connect si polyaxial screwdriver, t20 shaft; expedium si quick connect polyaxial screwdriver sleeve marker ; no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received with the distal tip being broken off from. The broken off device was not received. However we can't confirm the reported issue of emended device as no objective evidence was provided to illustrate the claim. No definitive root cause could be determined based on the provided information but the breakage was likely due to the device experiencing high torque strength than what it was validated to withstand. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi79337 was released in a single batch. Batch1: lot was released on sep 30, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the expedium screwdriver broke while inserting screw. The tip broke off in the screw head. There was a surgical delay of five (5) minutes. It is unknown if fragments were generated. Patient status is unknown. The procedure was successfully completed by removing the screw. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for (B)(4).